Event description:
It was reported that during triggering of the cdh29a circular stapler, auditory feedback was unusual (low audible click). After activation, it was difficult to remove the device. Using the maneuver to remove the ogive still inside the cavity, the anastomosis was undone. If replacement with another stapler is necessary, uneventful completion. Procedure: reconstruction of intestinal transit

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?